Event description:
Patient had endometrial ablation done with 9 novasure device. Even though the md claimed device to be safe, pt ended up in the hospital with bowel perforation, sepsis, peritonitis. Patient is still having pain, was hospitalized for 14 days, spent 7 days in ICU. Patient developed chf and had blood transfusion. Research stated many women have injured from this device and even some lost their lives. Company sold about 400,600 and device not seem to be safe. On 6/9/07, 19 incident reports were filed. At what point will FDA say enough is enough? The pt's doctor was using a product by cytyc called novasure to provide thermal endometrial ablation. Pt claims that this procedure was supposed to be a 90-second non-invasive procedure. Two days later, pt had severe burns on her uterus. The burns caused sepsis shortly thereafter, and pt had to have emergency surgery for bowel dissection. After the surgery, pt spent 7 days in the ICU and 6-7 additional days in the hospital. Pt believes that the burns were a combination of her doctor's faith in the infallibility of the device and problems with the actual device itself. Pt also mentioned that the FDA's website lists other people with complaints like hers. Pt is upset that the company submitted many of these adverse event reports on 6/9, especially since some of these adverse reports were several years old. Pt wants to know if something can be done to make sure the company reports these adverse events in a timely fashion.